Manufacturer narrative:
Findings: unit received with intermittent blank display due to moisture damage on the electronic stack. Unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, primetest, off no power test and excessive no delivery test due to blank display. No moisture damage on the motor noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 162 mg/dl at the time of the incident. The customer states there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.